Event description:
The customer reported that the monitor volumes are out of the 20% specification. Settings 500ml tsi measured: 620ml vent vte: 730ml. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the turbine fixed the issue.